Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. After flushing and while the device was outside the patient, the image became unsteady and was lost, and that the device was separated. The procedure was completed with another of the same device, there was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly, a broken drive shaft, imaging core windup within the telescope section beginning 56.10 cm from the distal end of the connector shaft, and the imaging core coiled. Impedance testing showed an electrical open at the proximal end of the catheter 100-110 cm from the distal housing probably caused by the sheath kinks. Media provided by the site was inspected and showed the imaging window detached, the drive cable coiled, and the sheath kinked.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. After flushing and while the device was outside the patient, the image became unsteady and was lost, and that the device was separated. The procedure was completed with another of the same device, there was no patient injury.